Event description:
On (B)(6) 2012 the patient contacted the animas corporation reporting a keypad malfunction. The patient claimed that all of the buttons on the keypad were unresponsive. The patient denied any rips, tears, or exposure to moisture. The patient did note that the audio bolus button was missing. There is no reported adverse event with this complaint. This report is made based on an alleged keypad malfunction.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn over the up arrow and the bolus button was missing. A torn keypad and missing audio bolus button will allow contamination to permeate the button contact negatively impacting the button function. The torn keypad and missing audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the keypad buttons responded appropriately. Unable to verify or duplicate reported unresponsive buttons.